Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had damaged connectors. It was also noted that the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial/ventricular connectors, and the bail hook was missing. The epg has been returned for repair. There was no patient involvement.